Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl. The customer treated high blood glucose with manual injection. Customer did not report any symptoms related to the high blood glucose level. The customer declined to troubleshoot for high blood glucose level. The customer reported that the insulin pump had no delivery alarm. The customer stated that they tried all remedies and do not want to troubleshoot for no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test.